Event description:
The initial reporter stated they received questionable results for three patient samples tested with the elecsys testosterone ii assay on two cobas e 801 analytical unit analyzers. All three patients were using a testosterone cream and the low results from these samples were not expected by a physician. The results also did not agree with previous results of the patients. The first sample (sample ID (B)(6)) initially resulted in a testosterone value of 8.08 ng/dl when tested on the first e 801 analyzer on (B)(6) 2026. The first sample was repeated on the first e 801 analyzer on (B)(6) 2026, resulting in a testosterone value of 8.74 ng/dl. Both values were reported outside of the laboratory as < 12 ng/dl. The sample was sent for lcmsms testing and the result was 11.9 ng/dl. The sample was measured on a siemens centaur analyzer and the results were 86 ng/dl, 62 ng/dl, and 80 ng/dl. The second sample (sample ID (B)(6) initially resulted in a testosterone value of 7.43 ng/dl when tested on the second e 801 analyzer on (B)(6) 2026. The second sample was repeated on the first e 801 analyzer on (B)(6) 2026, resulting in a testosterone value of 8.83 ng/dl. Both values were reported outside of the laboratory as < 12 ng/dl. The sample was sent for lcmsms testing and the result was 34.2 ng/dl. The sample was measured on a siemens centaur analyzer and the results were 86 ng/dl, 62 ng/dl, and 80 ng/dl. The third sample (sample ID (B)(6) initially resulted in a testosterone value of 5.55 ng/dl when tested on the second e 801 analyzer on (B)(6) 2026. The third sample was repeated on the first e 801 analyzer on (B)(6) 2026, resulting in a testosterone value of 8.07 ng/dl. Both values were reported outside of the laboratory as < 12 ng/dl. The sample was sent for lcmsms testing and the result was 21 ng/dl. The sample was measured on a siemens centaur analyzer and the results were 51 ng/dl, 20 ng/dl, and 24 ng/dl.

Manufacturer narrative:
The first e 801 analyzer serial number is(B)(6). The second e 801 analyzer serial number is (B)(6). The investigation is ongoing.